Event description:
Event verbatim [preferred term] the wrap gets too hot, the adhesive is too strong; it peels too hard off of his skin and rips off fibers from his t-shirt. [Device issue] , the wrap gets too hot, the adhesive is too strong; it peels too hard off of his skin and rips off fibers from his t-shirt. [Device adhesion issue]. Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number n16261, expiration date feb2019) from an unspecified date and ongoing for muscle stretch. The patient's medical history was not reported. Concomitant medications were none. On an unspecified date, the patient reported the wrap gets too hot, the adhesive is too strong; it peels too hard off of his skin and rips off fibers from his t-shirt. No treatment was received for "the wrap gets too hot, the adhesive is too strong; it peels too hard off of his skin and rips off fibers from his t-shirt". Action taken with the suspect product was unknown. Clinical outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category of the alleged wrap being too hot is non-assignable (confirmed not confirmed) since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The product effect may vary with each individual. Follow-up (09nov2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (28sep2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (02dec2019): new information received from a contactable consumer included: suspect product data (indication, ongoing), deny of concomitant medication and treatment received, event outcome, and case upgraded to serious. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on available information, the patient reported "the wrap gets too hot, the adhesive is too strong; it peels too hard off of his skin and rips off fibers from his t-shirt" which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time., comment: based on available information, the patient reported "the wrap gets too hot, the adhesive is too strong; it peels too hard off of his skin and rips off fibers from his t-shirt" which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The root cause category of the alleged wrap being too hot is non-assignable (confirmed not confirmed) since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The product effect may vary with each individual.

Manufacturer narrative:
The root cause category of the alleged wrap being too hot is non-assignable (confirmed not confirmed) since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] the wrap gets too hot, the adhesive is too strong; it peels too hard off of his skin and rips off fibers from his t-shirt. [Device issue] , the wrap gets too hot, the adhesive is too strong; it peels too hard off of his skin and rips off fibers from his t-shirt. [Device adhesion issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number n16261, expiration date feb2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported the wrap gets too hot, the adhesive is too strong; it peels too hard off of his skin and rips off fibers from his t-shirt. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category of the alleged wrap being too hot is non-assignable (confirmed not confirmed) since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (09nov2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (28sep2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment based on available information, the patient reported "the wrap gets too hot, the adhesive is too strong; it peels too hard off of his skin and rips off fibers from his t-shirt" which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device., comment: based on available information, the patient reported "the wrap gets too hot, the adhesive is too strong; it peels too hard off of his skin and rips off fibers from his t-shirt" which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device.